Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the tip of drill has fractured off. The fractured piece was returned. The device was manufactured in 2013.a review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. It was concluded that the drill bit fractured by ductile tensile overload due to a torsional load applied to the drill. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported a tip of the drill was broken during cortical bone drilling. The broken piece was removed; however, metal powder remained in the patient body. Surgery time was extended fifty minutes.

Manufacturer narrative:
.